Event description:
Reporter noted metal particles inferior to the iris observed two weeks post-op. No damage to eye at this time.

Event description:
Add'l info rec'd from customer indicated pt had intraocular metal fragments, macular edema, decreased va and erg changes noted one day post-op. Complications lasted two months. Removed fragments. Pt's condition improved; prognosis pending.